Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported trough remote transmission that noise was observed on the right ventricular channel. The patient had a vf diagnosis due to the noise but the episode ended with a return to sinus before therapy was delivered. The ICD was explanted and replaced. Patient was asymptomatic during the procedure and in stable condition afterwards.